Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. It was noted that a new infusion set was loaded. The customer's blood glucose level was 300 mg/dl and it was addressed with a bolus via the pump. The contact changed the infusion set.